Event description:
Event description guidant/crm received information that due to muscle stimulation in the abdominal pocket region, the physician elected to do a revision. During this procedure the physician noted insulation damage 5mm distal of the yoke. The endotak c lead was repaired and remains active. An extraction is scheduled for sometime in july of 1999. Guidant/crm received additional information, that on july 2, 1999 they took the patient back in for the planned laser extraction of the endotak c lead,(which we previously reported with insulation damage, that had been repaired in may 1999). During this extraction superior vena cava was damaged and the patient had to have an emergency thoracotomy. At that time the physician elected to remove the implantable cardioverter amd the patient's other endotak sweet tip bipolar lead.